Event description:
A customer contacted baxter's technical service center to report a low drain volume alarm on the home choice (hc) machine during the initial drain, drain volume 48ml. The technical service representative (tsr) had the home patient (hp) check the lines for closed clamps, kinks, air, and fibrin. The hp stated there were gaps of air in the patient line. The tsr assisted the hp with ending therapy to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). For updated conclusion. This complaint for a low drain volume alarm (ldva) was not confirmed due to a lack of sample. The lot number is unknown, therefore a batch review was not performed. Follow up with the nurse revealed that she was informed of the event and the patient was able to complete the therapy. The nurse confirmed that no medical intervention or patient injury was associated with this report. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).